Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicates that the patient underwent surgical intervention on an unknown date where the ipg was explanted with no issues. The infection had later resolved and a new device was implanted on (B)(6) 2024.

Manufacturer narrative:
Date of explant is unknown.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown. In an update posted on (B)(6) 2024, a rep reported the patient had only an ipg implanted but was removed a year and a half ago. On (B)(6) 2024 a new system was implanted. On (B)(6) 2024 the rep reported the replacement for the patient was performed on (B)(6) 2024. The procedure went well and there were no issues throughout the procedure.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg pocket site. Surgical intervention may take place to address the issue.